Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced hemolysis and was elevated on the transplant list. The patient received a heart transplant on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Additional information. Device evaluation: a direct correlation between the device and the reported hemolysis could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 4 inches from the pump housing and the distal portion of the driveline was not returned. The outflow graft and the outflow graft bend relief were not returned. Evaluation of the sealed inflow conduit and the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.